Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After insertion, the device alarmed placement signal not reliable. The impella was repositioned as it was too deep. The impella still a little deep but was flowing excellent and the physician felt that the position was good. The patient was noted to be hemodynamically stable after repositioning. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Complaint device not returned for analysis. However, clinical information was sufficient to determine the root cause. The cause of the positioning issue most likely was use related since the impella was looked deep after insertion and placement signal not reliable alarmed.